Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to assign the patients to the station. A technical support specialist (tss) logged into the server and checked the user's account. The tss found that the account had limited permissions under the "nurse: critical care" role, allowing only temporary patient edits and searches. The tss provided customer guide for how to add patient management permissions and edit patients at the device. Then, the technical support specialist made multiple attempts to reach out to the customer, but no response was received from the customer for further assistance.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user was unable to assign the patients to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.